Event description:
Parent of the patient called to inquire if patient could use tobradex drops while wearing contact lenses. Parent report that the patient developed an "infection" while wearing acuvue 2 product. Parent reported that the patient was seen at an urgent care center and treated with tobradex drops. Several attempts were made to obtain additional information. The parent refused to provide any additional information and abruptly terminated the call. Parent did not respond to the fed ex'd correspondence. No further information is available at this time. The lot number of the product in question is unknown. Will report any additional information if available within 30 days upon receipt. No additional information is expected to be received at this time. All MDR's are revised at quarterly management review meetings. As "infection" may or may not be a serious injury, this event is being reported as worst case.